Manufacturer narrative:
This report was filed in error, all information regarding the complaint was reported in MDR 2518422-2023-14217. Any additional information will be reported under 316175523.

Manufacturer narrative:
H3 other text : device has not yet been returned to manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the device tubing and chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.